Event description:
It was reported that a patient underwent a cardioneuro ablation procedure with a carto 3 and during the procedure, the carto 3 system froze. It displayed a "carto applications must restart message", and it rebooted on its own. The reporter stated that the system rebooted, and the case was continued. When they continued the procedure, there was a significant (approximately greater than 10 mm) map shift. It was noted that the initial map points were still accurate. The ¿univu¿ was still accurate, and the catheter locations were still accurate. The reporter noted that the fast anatomical mapping (fam) map was the only aspect that seemed to be shifted from the original location. They created a new map, and the old map appeared to be erasing as they created the new fam map. The case was able to be continued. Additional information was received. It was reported that the map shift was obvious upon restart and case continuation by comparing fam map to where catheters were located. The issue occurred during pacing. No adverse patient consequence was reported.

Manufacturer narrative:
The system rebooted and the case was continued. The issue was not duplicated since the time it occurred. The complaint history of the system was reviewed, and no similar problems were found since the issue occurred. The system is ready for use. It was reported that when they continued the procedure, there was a significant (approximately greater than 10 mm) map shift. The initial map points were still accurate, the univu was still accurate, and the catheter locations were still accurate. The fam map was the only aspect that seemed to be shifted from the original location. A new map was created and the old map appeared to be erasing as they created the new fam map. The case was able to be continued. Field service engineer (fse) followed up with the issue. An investigation was initiated by the manufacturer to investigate the issue. It could be seen from the data, based on the patient position before the crash, and immediately after system recovered, that there was a significant patient movement. Map shift issue was a result of patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The history of customer complaints reported during the last year and associated with carto 3 system serial # (B)(6) was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 serial # (B)(6), and no internal actions related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).